Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. The lens repositioned but that did not resolve the problem. Reportedly, 'after repositioning the ticl lens still rotated. The doctor ultimately decided to replace it with a non-toric icl'. In a separate surgery the lens was exchanged with a spherical model and the problem was resolved. The cause of the event was reported as unknown. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software.

Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).